Event description:
Clinical adverse event received for poly wear causing instability and increased pain. Event is serious and is considered severe. Event is possibly related to both device and procedure. Date of implant:(B)(6) 2009. Date of revision: unk. Date of event: (B)(6) 2022. (Left knee). Treatment: revision; insert was revised.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. The information received, will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed. And the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b1 (product problem), b5, h6 health effect - clinical code. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Operative notes detail the primary left tka that was done on (B)(6) 2009. During the procedure, the surgeon accidentally cut the anterior portion of the it band with an unknown reciprocating saw causing the joint to intraoperatively dislocate. The surgeon was able to repair the it band with sutures, which allowed the joint to reduce without any issues. As a precaution, the surgeon elected to place a mobile bearing revision tray which can be converted over to a hinged if the patient develops instability issues in the future. The manufacturer of the reciprocating saw is unknown and therefore this issue will not be captured in this complaint. Clinical notes then detail the patient returning on (B)(6) 2022 with complaints of pain and instability. Examination of the left knee shows effusion and lateral joint laxity. The radiology report shows significant medial wear of the poly insert compared to previous radiographs. While the clinical notification details a revision of the insert, the revision notes were not provided at this time.